Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 700 mg/dl and then in the next minute it was 20 mg/dl. Customer was hospitalized on (B)(6) 2016 and stated that she did a bolus of 25 units with no food. Customer stated that she was under a lot of stress. Customer stated that the paramedics arrived for the low blood glucose and she had previous high blood glucose of 500 mg/dl. Customer's blood glucose was 753 mg/dl at the time of the incident. Customer was hospitalized on (B)(6) 2016 because she passed out in the middle of the street. Customer was also hospitalized on (B)(6) 2016 and was not wearing the pump at the time of the hospitalization. Customer was off the pump for 2 or 3 weeks prior to hospitalization. Customer was advised to do a complete set change. Customer was advised to monitor the pump and speak to her health care professional. Customer also had a battery out limit alarm during normal use. Customer will be sent a replacement battery cap.